Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri). The local field representative indicated that the patient had never had an in-clinic follow-up and that the outputs were the same as they were at the implant procedure. The local field representative inquired about the longevity of this device. Technical services (ts) completed a longevity calculation and indicated that the device was about 1 year less than what the current use would calculate. No adverse patient effects were reported. Additional information indicated that no change out procedure has been scheduled.

Event description:
Additional information indicated that the device settings were never changed from higher acute outputs to lower chronic outputs. The outputs were left at 3.5 volts at 0.4 milliseconds. The device was explanted due to normal battery depletion.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.